Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's mother stated that she believed she saw a portion of the wire on the surface of the of the patients skin. However, after removing the sensor patch, the patients mother found another portion still connected to the sensor pod. Patient's mother did not report any injury or medical intervention.